Manufacturer narrative:
The device was received for evaluation. During evaluation, the device's left side of the keypad (exit soft key, power button, zero and decimal buttons) were not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device's left side of the keypad (exit soft key, power button, zero and decimal buttons) was not functioning. No additional information is available.